Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead displayed high, out of range shock impedance measurements that were detected via the patient's remote home monitoring system. A review of historical measurements indicated that the shock impedance had normally ran in the 50 ohm range but had spiked to out of range values recently. Boston scientific technical services discussed trouble-shooting options with the local boston scientific field representative including delivering a low and high energy shock to evaluate system integrity. There were no adverse patient effects reported. The system remains in service.